Event description:
It was reported that during device change out for normal eri, session records showed noise on the rv channel. At explant, externalized conductors were observed behind the coil. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead was returned cut in two pieces. External insulation abrasion was found at 14.4-15.5cm and 26.0-26.2cm from the distal end. Internal insulation abrasions were found under the rv shock coil at 4.3-4.6cm and at 5.4-5.7cm from the distal end. Etfe coating was intact at these locations. The inner coil lumen was internally abraded at both locations and etfe coating of one sensing coil was abraded through at the 4.3cm location.